Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device keeps alerting. It was found that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and short v-v count. Noise was noted on the hrns episodes. It was also noted that the previous month there was high rv threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.